Event description:
During the testing of type/screen, the customer observed dripping near the probe and around the dilution cup. Customer refused to perform troubleshooting over the phone. Customer demanded service; stated no error code was posted by the instrument. Customer aborted all testing and will discard all reagents on board. No erroneous results were reported.

Manufacturer narrative:
Ocd field engineer replaced necessary parts and returned the instrument to operation. (B)(4)